Event description:
It was reported that a situation occurred after a pump refill. The health care provider ¿swears¿ she was in the pump. However, a small pocket filling happened as the patient was feeling woozy. It was reported that during a device follow-up filling difficulties occurred with this pump. Reportedly, everything had pointed to a proper needle placement. However, due to the patient¿s reaction post filling, it seemed that there must have been a pocket fill-location being device pocket. The patient experienced an altered mental status, headache, overdose symptoms, arterial hypertension and dizziness. This required hospitalization of the patient for two days following an afternoon in intense care after the pocket fill. No diagnostic testing or troubleshooting was performed reported as not required. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause of the issue determined. It was unknown what medication this device system delivered at the time of the event. At the time of the report, the patient's status was reported as alive-no injury. The device remains implanted and in-service. It was further reported that the health care provider duplicated what they think might have happened on the demo pump. (See related manufacturer report #3007566237-2014-02088) the patient was now ¿doing fine.¿ it was further reported that the patient was fine and no further actions in regards to the patient will be taken as the event was over. The patient was now receiving effective therapy. The health care provider, nurse, did use the manufacturer refill kit and the template for the refill. Reportedly the nurse was aware that the needle should be inserted into the center of the septum. However, it was mentioned that with the physiognomy of the patient sometimes this was hard to asses.

Manufacturer narrative:
(B)(4).